Event description:
It was reported that the pulse generator exhibited iegm anomaly. No intervention was performed. The device remained implanted. No patient conditions were reported.

Manufacturer narrative:
(B)(4).